Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the plastic area around the charging port had cracked after the pump was dropped. Reportedly, the pump had no charging issue. It was noted that the crack goes across one of the screws. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.